Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of mcs tip cover accessory torn to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing on the proximal end (gray portion). The tear was axially aligned with the mcs tip cover accessory and measured approximately 0.095" in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn tip cover-accessory is attributed to a component failure. A review of the provided image was consistent with the tearing on the mcs tip cover accessory. The tear was located at the gray silicone area. The product is an accessory and does not get captured by system logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. No additional log review was performed as this type of failure would not result in an error in the logs. A review of the complaint history does not show any additional complaints related to the product. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory had a crack in the grey silicone area with no evidence or claim of mishandling/misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist mcs instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized. Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns." Although there was no patient injury reported, if this event were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had a crack. The unit was not used on patient. The customer used a backup tip cover to continue. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-july-2021: the location of the crack/tear was at the proximal end of the mcs tip cover accessory. The installation tool was used to install the mcs tip cover accessory. The customer did not observe any spark or smoke because the issue was identified prior to use, during inspection of the products. The customer used a backup mcs tip cover accessory to resolve the issue. There was no injury to the patient. The mcs tip cover accessory is expected to be returned for analysis, but the mcs instrument will not be returned since there was no issue associated.